Event description:
Customer reported with an issue of air/water channel clogged. The issue occurred during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation , service repair noted foreign material cannot be removed even if the correct reprocess is performed due to the buckling of each channel or nozzle/ the gap on the insertion section or the boot. Furthermore, the following findings during inspection were noted: - a-rubber glue separated, - metal braid cut, - coating on insertion tube peeling off, - coloring on aw-cylinder peeling off, - coloring on s-cylinder peeling off, - angulations are less than standard, - play on angulation control knob, - stiffness control malfunction. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the nozzle was clogged with foreign material such as piece of peripheral products. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.